Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date the same month, the patient was hospitalized for the event. The consumer stated they believed the cause of peritonitis might be due to a skin tag near the catheter site that was collecting the bacteria but this was not confirmed. The cause of the peritonitis event was unknown per the nurse. The patient was treated with unknown antibiotics intraperitoneally (ip) for peritonitis. In the same month as admission to the hospital, the patient was discharged. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Date of event: on an unknown date in (B)(6) 2013, the patient experienced peritonitis. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).